Event description:
It was reported that during a shift check, the autopulse platform displayed user advisory (ua) 08 (motor controller fault detected) that could not be cleared by powering off and on. No pt involvement reported.

Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed no damages. Review of archive data showed fault 8 in several archive sessions. Customer's reported problem was confirmed during functional testing. Fault 8 was observed after a few minutes of compressions with the returned platform. The drivetrain was found to be bad and was replaced. The platform passed final testing. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.